Event description:
During evaluation of a returned spectrum pump, the device had no audio. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had no audio. The cause was identified to be a failing rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.